Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of low blood glucose results. Customer states normal glucose results are 130-160 mg/dl. Customer performed back to back blood tests, 92 and 87 mb/dl. Customer is concerned with a result in memory of 79 mg/dl. Results in memory show (B)(6) at 10:56a 131 mg/dl, (B)(6) at 3:55p 158 mg/dl, (B)(6) at 10:03a 99 mg/dl, (B)(6) at 10:53a 95 mg/dl, (B)(6) at 10:50a 79 mg/dl. No adverse event reported.